Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a training session, the cardiosave intra-aortic balloon pump (iabp) uni was contaminated with blood. There was no patient harm reported.

Event description:
It was reported that during a training session, the cardiosave intra-aortic balloon pump (iabp) uni was contaminated with blood. There was no patient involved.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the training. The fse dismantled and checked that there was no contamination in this system and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.